Manufacturer narrative:
Device evaluated by manufacturer: synergy megatron mr us 5.00 x 24mm stent delivery system, catheter was returned to the complaint investigation site. Visual, tactile and microscopic and functional testing was performed on the device. Multiple hypotube kinks were noted and the guide catheter was attached to the device and could not be removed. The polymer extrusion was damaged 7.3cm from the tip of the device and the proximal markerband was pulled distally. The balloon had already been subjected to positive pressure and was inflated to rpb but could not be deflated. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture, removal difficulties and vessel dissection occurred. The stenosed target lesion was less than 60% located in the moderately tortuous and severely calcified proximal right coronary artery. After the non-boston scientific guidewire crossed the lesion, a 5.00 x 24mm synergy megatron drug-eluting stent was then placed for treatment. It was noted that physician aware that the balloon platform was a larger than the normal balloon of workhorse stents. So, the devices were removed all at once, however, during removal, the tip of the stent balloon ruptured at 24 atmospheres in 16 seconds and would not come out from the sheath. It was noted that the physician did not give the balloon time enough to deflate before pulling back into the guide catheter. Hence, resulted into dissection of the right common iliac artery. The procedure was competed successfully, and no further patient complications reported. The patient status was stable post-procedure.

Event description:
It was reported that balloon rupture, removal difficulties and vessel dissection occurred. The stenosed target lesion was less than 60% located in the moderately tortuous and severely calcified proximal right coronary artery. After the non-boston scientific guidewire crossed the lesion, a 5.00 x 24mm synergy megatron drug-eluting stent was then placed for treatment. It was noted that physician aware that the balloon platform was a larger than the normal balloon of workhorse stents. So, the devices were removed all at once, however, during removal, the tip of the stent balloon ruptured at 24 atmospheres in 16 seconds and would not come out from the sheath. It was noted that the physician did not give the balloon time enough to deflate before pulling back into the guide catheter. Hence, resulted into dissection of the right common iliac artery. The procedure was competed successfully, and no further patient complications reported. The patient status was stable post-procedure.